Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastrectomy procedure, the device was difficult to fire at the first firing. It was also found that the staples could not be formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.